Manufacturer narrative:
Updated annex c - inv findings desc 1 to c0201 - electrical/electronic component problem identified. Updated annex c - inv findings desc 2 to c22 - appropriate investigation findings term/code not available. Updated annex d - conclusion desc 1 to d02 - cause traced to component failure. Updated annex d - conclusion desc 2 to d15 - cause not established.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse found the integrated electrosurgical unit (iesu) or erbe would not power on. Fse noticed cart components were sharing outlets. Fse was advised that someone removed the tape blocking the outlet which was the method of keeping the vision side cart (vsc) on a dedicated outlet. The erbe and vsc were plugged into the same outlet faceplate when the erbe shutdown. Fse replaced erbe and suggested that the customer review their electrical outlet configurations for the proper electrical requirements of the xi system. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was returned for failure analysis for can't get erbe to power on at all and was confirmed as happening in the field. Upon visual inspection, there were no issues found that would be related to the reported event. The erbe was not able to be tested since it was unable to power unit on. The complaint was confirmed based on the field evaluation/failure analysis. The erbe was not able to be tested since it was unable to power unit on. As a result of these findings, the root cause could not be determined. However, a possible root cause could be attributed to an improper electrical outlet configuration. The erbe will be sent to original equipment manufacturer (OEM) for further investigation.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, intuitive surgical inc. Representative reported to technical service engineer (tse) that the integrated electrosurgical unit (iesu) or erbe would not power on at all. Tse had the customer check the power cable and make sure it's plugged into a known good working outlet. The representative reported that there was a burnt smell coming from the erbe and confirmed that the power cable was fully seated. The representative also tried multiple outlets but still unable to power on the generator. The customer used a valley lab generator. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the representative stated that the issue occurred during a procedure. The procedure was completed using a third-party generator. There were no patient and clinical staff injury or harm as a result of the burnt erbe smell.